Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that device longevity estimator showed gray bar with battery voltage at 2.96. The device was stored for 48 hours at room temperature, but the battery voltage was still at 2.96. The device was not used. There is no patient involved in this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.